Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that pt complains of difficulty walking and pain at joint site since the surgery. Pt's CT-scan and tests are pending.